Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial procedure, (B)(6) 2006 : right total hip arthroplasty of the resurfacing type it was reported by legal that the patient was revised on (B)(6) 2013 due to suspected metallic erosion on right hip resurfacing prosthesis. Patient was originally implanted with size 46 asr femoral component and size 52 asr acetabular component. Postop diagnosis indicated that there was a right hip pseudotumor and metallosis. Revised with non -depuy synthes product. Devices involved: 9998-04-652 total acetabular implant size 52, lot 1870304. The 9998-03-946 femoral implant size 46, lot 2021704.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.